Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a solution administration set was damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was not returned; however, a photograph was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the photo revealed torn packaging. The reported condition was verified. The cause was human error during packaging, explained by an excessive force applied on the set while loading them into carton boxes of sets are composed by parts with sharp edges; mainly in this case roller clamp, which is not placed horizontally as per product specifications that punctured the packaging. Training session refreshment has been conducted to all involved personnel on the positioning of the hard components (roller clamp, slide clamp...) During the coiling method prior the packaging step to mitigate the risk of such occurrence. Should additional relevant information become available, a supplemental report will be submitted.